Manufacturer narrative:
(B)(4). D10: cat #: 00811400200 / femoral stem 12/14 neck taper std. Offset size 2 130 mm stem length / lot #: 65179060. Cat #: 802202802 / femoral head 12/14 taper 28 mm diameter +0 mm neck length / lot #: 3068754. G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a hip revision approximately thirteen months post implantation for unknown reasons. The bearing, stem and head were removed and replaced. Attempts have been made and no further information is available.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. An adequate complaint history review cannot be performed as the complication, failure mode, and/or harm experienced by the user is unknown. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.